Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead failed to sense. The lead was not used and replaced during procedure. The patient was stable.

Event description:
New information received noted that the right atrial lead exhibited noise.

Manufacturer narrative:
The reported events of failure to sense and noise were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted with traces of blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.